Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.5-11.7cm from the helix. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were noted on the lead. Dft testing was successfully performed. Lead was explanted and replaced.